Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell two of four of peritoneal dialysis therapy. It was determined that the patient's fill volume was 2000 ml, drain volume was 4112 ml and their total ultrafiltration volume was -106 ml. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be unexpected high ultrafiltration for therapy compared to other therapies. Should additional relevant additional information become available, a supplemental report will be submitted.